Event description:
Customer reported the unit went to ventilator inoperative with error code message of data acquisition (da) pcba adc reference failed. The unit was in clinical at the time the reported issue was discovered; however, there was no harm to the patient or the user.

Event description:
Customer reported the unit went to ventilator inoperative with error code message of data acquisition (da) pcba adc reference failed. The biomedical engineer confirmed there was no patient involvement at the time of the reported issue.